Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h6.

Event description:
Healthcare professional reported "valve deficient".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device explanted.